Manufacturer narrative:
The reported complaint was not confirmed. No visual anomalies were observed. The tablet was able to be charged through the alignment bosses and through an external source. The device passed all the functional tests. No visual anomalies were observed on the returned device. The tablet was able to be charged through the alignment bosses and through an external source. The device passed all the functional tests. A 12-month service history review shows no results of the device being returned for repairs or complaints.

Event description:
Event occurred on an unspecified date regarding a cogent hemodynamic monitoring system, refurbished where the report "stated that large swings in the ci and co perimeters not receiving accurate readings." There was unknown patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.